Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and calcified right coronary artery. A 3.00x20mm promus element plus drug-eluting stent was advanced but failed to cross the distal end of the lesion. The stent was withdrawn and it was found that the tip of the stent was damaged. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 3.00x20mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage with struts lifted from their crimped position. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and calcified right coronary artery. A 3.00x20mm promus element plus drug-eluting stent was advanced but failed to cross the distal end of the lesion. The stent was withdrawn and it was found that the tip of the stent was damaged. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.